Manufacturer narrative:
H11 manufacturer narrative - secondary surgical intervention to remove/replace/reposition the lens, is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A health care professional reported that an implantable collamer lens was implanted into the patients eye. The patient experienced low vault with rotation and double vision. The lens was later repositioned and the problem resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial, dry with residue/debris on the product. Visual inpsection found the lens optic deformed, the haptic deformed and stretched out. Dimensional inspection found the lens within specifications. Claim#: (B)(4).

Manufacturer narrative:
Corrected data: h6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Manufacturer narrative:
B5 - a facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced low vault with lens rotation, double vision, pigment dispersion. The lens was repositioned, but the problem was not resolved. The lens was later exchanged with a longer length lens and the problem was resolved. The cause of the event was reported as unknown. H6 - health effect clinical code: 4581 - pigment dispersion. Manufacturer narrative: pigment dispersion, is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).